Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the corner. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to device evaluated by MFR, device manufacture date and adverse event problem. The device was manufactured may 28, 2019 - may 29, 2019. One sample was received for evaluation. The bag was sliced in the upper right where the customer likely drained the contents. Visual inspection revealed a tear at the bottom right corner of the bag. Functional testing revealed a leak from the bottom right corner of the bag. The reported condition was verified for the returned device. The cause of the condition was not determined. The second device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.